Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received an unexpected restart alarm as well as a button error alarm. Customer's blood glucose levels at the time 140 mg/dl. Troubleshooting occurred. No additional info was provided.